Manufacturer narrative:
The device was used for treatment.

Manufacturer narrative:
Additional information received indicated: the device remains implanted and is therefore not available for analysis. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including cardiac arrhythmias, multi organ failure and death have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. This patient's pre-implant condition including worsening heart failure, cardiogenic shock and valvular disease put him at an increased risk for intra procedural and post procedural adverse events. Which are known potential complications as outlined in the labeling. With review of the available information and as reported by the physician there is no indication that the reported event is related to any device performance issue.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient suffered cardiorespiratory arrest secondary to multi system organ failure due to cardiogenic shock. The patient had lvad implant with a concurrent aortic valve surgery and was placed on va ECMO immediately post-operatively due to decompensation. The patient was treated with massive blood transfusions and drug therapy but developed multi-organ failure. The family decided to offer comfort care and discontinue medical intervention and the patient died on hospice care. The pump remained implanted and will not be returned to the manufacturer for analysis. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Worsening heart failure, multi-organ failure, and death are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Seven days after the patient was admitted with worsening congestive heart failure, a right heart catheterization was performed and placement of an intra-aortic balloon pump was placed for cardiogenic shock. The patient was then taken emergently to the operating room for replacement of mechanical aortic valve with bioprosthetic valve and lvad placement. The patient had cardiac arrest with 3 defibrillations. Veno-arterial extracorporeal membrane oxygenation (ECMO) was initiated with transfer to the ICU on maximum vasoactive drips. A worsening of the patient's condition with ph 6.9 required continuous transfusion s of over 40 blood products and , sodiumbicarb, coagglutinate, cacl and multiple doses of vasoactive drugs including epinephrine, vasopressin, neosynephrine. The following day after consultation with the family regarding the patient's deterioration, it was determined to offer comfort care with discontinuation of medical intervention and all pumps. The cause of death was cardiorespiratory arrest secondary to multi system organ failure due to cardiogenic shock. It was reported as not related to the device. An autopsy was not performed and the pump was not explanted.